Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a lead that was not properly seated. A revision procedure occurred to fix it. The lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.